Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed because it had reached elective replacement time. There was no allegation against the ICD.